Event description:
Information received by medtronic indicated that insulin pump had a crack. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). S/w version: 5.2a; retainer ring: black. Customer returned pump for alleged cosmetic damage located at the battery tube and replace battery alarm found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and minor scratches on lcd window. Pump was cut open to perform visual inspection and found moisture damage on the pcba 2 and motor. No unexpected alarms occurred during testing. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review of the pump history found power loss alarms on the event date of (B)(6) 2021 on 19:20, and 19:46 due to moisture damage on pcba 2 and the motor. No replace battery alarms were found on the event date. In summary, customers alleged cosmetic damage was confirmed at the battery tube by visual inspection where a cracked battery tube/threads were noted. Power loss alarm confirmed due to moisture damage on the pcba 2 and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring black customer returned the insulin pump for alleged cosmetic damage located at the battery tube and replace battery alarm found on (B)(6) 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and minor scratches on lcd window. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 2 and motor. No unexpected alarms occurred during testing. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. In further full review of the insulin pump history found power loss alarms on the event date of (B)(6) 2021 on 19:20, and 19:46 due to moisture damage on electrical board 2 and the motor. No replace battery alarms were found on the event date. In summary, customers alleged cosmetic damage was confirmed at the battery tube by visual inspection where a cracked battery tube/threads were noted. Power loss alarm confirmed due to moisture damage on the electrical board 2 and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.